Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: customer returned (45) open 4mm, 32g pen needles without the tear drop label. Customer states that the non patient end was bent, short and broken. All returned pen needles were examined and 28 out of 45 samples exhibited a bent non patient end of the cannula and 6 out of 45 samples exhibited a broken non patient end of the cannula. These issues could make it appear that the cannula is short. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer.

Event description:
It was reported that bd ultra-fine¿ pen needle experienced 1 case of insufficient cannula length, and 1 case of the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no: 320144 batch no: 0196684. Consumer informed non patient end needle was either very short or broken. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine" pen needle experienced 1 case of insufficient cannula length, and 1 case of the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no: 320144, batch no: 0196684. Consumer informed non patient end needle was either very short or broken. Date of event: unknown.